Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 593 mg/dl and the cause was not known. The customer was treated in the emergency room (ER) with intravenous fluids. Although requested, additional information was not provided.